Event description:
A malfunction alarm was reported, possibly because the pump may have gotten wet while the customer's son was away at school. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller planned to attempt the reset independently since the necessary supplies were not available. The caller was advised to follow up if the issue persisted.